Event description:
It was reported that excessive fluid went into the patient's knee during an acl repair. No failure notification from machine. Surgery wasn't stopped, but the tubing was changed and then everything proceeded normally. This is usually an outpatient procedure, but there were post-op complications - swollen leg, extreme pain. The patient had an additional 3 day hospital stay. The tubing was discarded. Pump was function tested by clinical engineering with another set of tubing and found to work to spec.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The pump was function tested by the customer's clinical engineering department using another set of tubing and found to work to specifications. Typically, this type of event is caused by the end user disconnecting and reconnecting the tubing from the pump. On the tubing package, there is a label instructing the user as follows: "warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury." The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.